Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h6, h10. A getinge field service engineer (fse) spoke with the customer via phone. The customer was able to remove the jam causing the cord not to retract. The issue was corrected.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that post procedure during clean up, the cardiosave intra-aortic balloon pump (iabp) power cord will not retract. There was no patient involvement.